Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The filter remains implanted. Therefore, a sample evaluation could not be performed. The investigation is currently under way.

Event description:
It was reported that eighteen months post ivc filter implant, during a routine x-ray, a foreign body, which was thought to be a filter limb, was identified within the pulmonary artery. The patient was asymptomatic when the incidental discovery was made. There have been no attempts to retrieve the filter or the limb. No report of patient injury.